Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause no image due to the camera is not turned on could not be identified with the information received. The event can be prevented by following the instructions for use which state: "do not twist or bend the bending section with your hands. Equipment damage may result." "Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." "The cover of the irrigation port part cannot be removed. Equipment damage can result." "Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result." "Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The patient was under general anesthesia.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a charged coupled device unit failure. Other evaluation findings are as follows: there was a cut and leakage from the bending section cover glue; the distal end had deep scratches at the biopsy channel opening; the insertion tube had minor dents; and the bending angles did not meet specifications. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchofibervideoscope's camera was not turning on, and thereby no image was displayed during reprocessing. The intended procedure to locate a mass, lymph node, or a cancerous tumor was delayed by five minutes due to troubleshooting and switching scopes. There was no report of patient harm.